Event description:
The reporter called in stating the device is no longer available for return. The reporter stated the patient expired 3 years ago (exact date of death not reported). The cause of death was not reported. Follow-up efforts have been made to acquire information surrounding the patient's death. If any additional information is received, a follow up report will be filed.